Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15812634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was also reported that felt friction occurred during positioning with the prowler 14 microcatheter. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a coronary artery fistula embolization, the prowler 14 (mc) microcatheter (606151x/15825910) was placed and then positioned the 1st coil, but the mc misplaced. The surgeon had to withdraw the coil and replace the same mc at the site, but when he positioned the orbit helical fill coil (637hf0208/15812634) again he felt friction during positioning with the mc and removed the whole system. The surgeon noted the proximal part of the orbit helical fill coil had partly stretched. The device was changed to a new coil to complete the procedure with the same microcatheter. No damages were noticed on the microcatheter, and friction was noted during positioning with the microcatheter. No additional force or manipulation was conducted when the friction was noted. The coil was not left in the aneurysm while repositioning the microcatheter. A constant and dedicated saline source was used at all times, and the microcatheter distal tip was not reshaped. No additional force or manipulation was conducted when the friction was noted, and during positioning, the coil was not left in the aneurysm while repositioning the microcatheter. All devices are going to be return for analysis, and no other damages were noted on the any of the devices. No other damages were noted on the any of the devices. No adverse event was reported and no patient or vessel code information was provided. The component will be return for analysis. No further information was available. A non-sterile orbit helical fill 2x8 was received coiled inside of a plastic bag. The hypotube was inspected found kinked. The introducer was not returned for evaluation. The support coil was found kinked; the gripper and embolic coil were inspected. The gripper was found without damage while the embolic coil was found stretched. The support coil, gripper and embolic coil were inspected under microscope; the support coil was found kinked. The gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. Functional test could not be performed since the introducer was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure as ¿detachable coil delivery system -resistance/friction¿ could not be performed since the introducer was not returned for analysis. The failure of coil stretching was confirmed, but the failure experienced by the customer and the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The label for use indicates that if friction occurs, advancing should stop and the cause investigated. Additionally inspections are in place that prevents these kinds of failures from leaving the facility, and the information provided indicated that there were no other damages on the device. Therefore, no corrective action will be taken at this time.

Event description:
During treatment of a coronary artery fistula embolization, the prowler 14 (mc) microcatheter (606151x/15825910) was placed and then positioned the 1st coil, but the mc misplaced. The surgeon had to withdraw the coil and replace the same mc at the site, but when he positioned the orbit helical fill coil (637hf0208/15812634) again he felt friction and removed the whole system. The surgeon noted the proximal part of the orbit helical fill coil had partly stretched. The device was changed to a new coil to complete the procedure with the same microcatheter. No damages were noticed on the microcatheter, and friction was noted during positioning with the microcatheter. No additional force or manipulation was conducted when the friction was noted. The coil was not left in the aneurysm while repositioning the microcatheter. A constant and dedicated saline source was used at all times, and the microcatheter distal tip was not reshaped. No additional force or manipulation was conducted when the friction was noted, and during positioning, the coil was not left in the aneurysm while repositioning the microcatheter. All devices are going to be return for analysis, and no other damages were noted on the any of the devices. No other damages were noted on the any of the devices. No adverse event was reported and no patient or vessel code information was provided. The component will be return for analysis. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15812634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.